Manufacturer narrative:
Follow-up #1: date of submission 01/27/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/07/2017 with the following findings:a review of the black box showed one no cartridge detected warning. The load step malfunction issue was not duplicated during the investigation. The force calibration testing passed. The pump was opened to find no evidence of physical damage on the force sensor pins.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was alleged that the tubing was primed during the load step. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.